Event description:
Patient is a resident of subacute. Admitted to (B)(6) hospital on (B)(6) 2023 for hypotension. On (B)(6) 2023, patient was noted to not being able to maintain adequate tidal volumes on the ventilator. (B)(6), rcp (respiratory care practitioner) performed an emergency trach (tracheotomy) change using same size trach tube. Post emergent change, patient remained in stable condition. Vital signs were within normal limits and patient had adequate tidal volumes. Trach tube was submerged in water and inflated with a 10cc syringe. Bubbles were noted around cuff. Per medical record, x of trach and peg on mechanical ventilator.